Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ the customer did not send pictures and/return a physical sample for evaluation. The actual bill of materials was reviewed and the broselow purple intubation mod contains a stylet pediatric. This change was made on may2020 which is after the related batch was manufactured.the actual bill of materials contains a smaller stylet. Since the batch related on the complaint was manufactured before the change to the bom was implemented the reported defect and root cause could not be confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the broselow purple intubation module 2pk contains an adult size stylet (10fr) that is too big for the pediatric endotracheal tubes that can cause a deadly outcome. Furthermore, there is no patient associated with the said event.